Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the display was completely dark. This issue was found while performing a daily test. There was no patient involvement.